Event description:
The physician was attempting to use an endeavor resolute drug eluting stent. No abnormality noted in the device inspection before use. Angiograph results showed 80%-99% stenosis in the right coronary and the lesion had diffuse calcification. During the procedure, the lesion was pre-dilated however the endeavor resolute could not pass the lesion. The lesion was then further pre-dilated repeatedly and another endeavor resolute was used. The device was returned to the manufacturing facility for evaluation and stent deformation was confirmed. No clinical sequelae reported. Evaluation summary: the distal tip was flared. Struts on the 6th and 7th distal segments were partially raised. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology - 80-99% stenosis). Deformation issue (stent). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - 80-99% stenosis). (B)(4).